Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with a native type 1 bicuspid valve, with a pre-implant gradient of 105 mmhg, the native annulus was pre-dilated using a 22 mm non-compliant balloon. The valve was loaded and screened with "minimal crowding", however nothing reported beyond node 4. The vascular access was reported to be un-complicated. On the first deployment attempt, the valve started to infold at approximately 60-80% deployed. The infold travelled the full length of the exposed portion of the valve. The valve was recaptured and withdrawn from the body. A second valve was prepared and screened. Again, minimal crowding was reported, however not past node 4. A second pre-dilation was performed using a 25 mm non-compliant balloon. The right anterior oblique caudal view showed that the native anatomy expanded well, with significant recoil on deflation. The valve was attempted to be implanted, however the first deployment resulted in the valve deep, the second, the valve was too high and was unstable and the third attempt was a deeper depth to seal in the left ventricular outflow tract (lvot). It was reported that the lvot was smaller than the annular dimensions. The valve was successfully deployed deep. New onset left bundle branch block (lbbb) was reported. The patient remained hemodynamically stable. It was reported that the waist portion of the valve was extremely under-expanded. A post dilation was performed twice using the same 25 mm non-compliant balloon. The firs dilation showed small improvement, and the second showed slightly more improvement. The recoil was evident after each post dilation. The final gradient measurement was 3 mmhg, with no paravalvular leak (pvl) reported. The access site was closed successfully. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011440105); product type: 0195-heart valves; implant date n/a; explant date n/a image review: twelve media files were submitted to medtronic for review. Executive summary was not provided for anatomical review. No infold was noted during valve inspection. A pre implant balloon dilatation was performed. An infold was not visible during initial stage of valve deployment, becoming visible at at 80%, which is characterized by an inward fold or crease in the valve. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, and removed from the body. New sterile components must be used. A fluoroscopic valve inspection was not provided for the second valve. Another balloon dilatation was performed using a larger balloon. There was no infolding visible during the first deployment attempt. Images for the second deployment attempt were not provided. The third and final deployment show a significantly constrained valve frame, not an infold. A post implant balloon dilatation was performed twice. A constrained balloon is noted at the level of the valve waist, with an improvement after second inflation. Despite two post dilatations, the frame remained constrained at the end of the procedure. This is most likely due to the bicuspid anatomy and heavy calcification. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (such as calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, or bicuspid valve) and/or procedural factors (such as pre-case planning, sizing, loading, or user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The bicuspid anatomy and heavy calcification were likely contributing factors to the infold. Per the image review, the under expansion persisted despite two post dilations and was most likely due to the patient's bicuspid anatomy and heavy calcification. The reported lbbb is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU). Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations, but a conclusive cause could not be determined from the limited information available. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.